Event description:
Access issue due to a tortuous anatomy. A 20 cm sheath tore. A retroperitoneal cut down was used for access to the iliac artery. Attempts to use additional sheaths were unsuccessful. The case was aborted.